Manufacturer narrative:
Boston scientific technical services (ts) discussed reprogrammed options. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had undergone an atrioventricular node ablation. The lower rate limit was reprogrammed from 80 beats per minute (bpm) to 70 beats per minute (bpm) after the procedure. It was reported the patient was experiencing palpitations and the sensor needed to be reprogrammed to a less aggressive setting. No adverse patient effects were reported.